Manufacturer narrative:
Eval: the device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted if add'l info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) valve on the vasoview 6 evh system short port would not stay depressed. The hospital opened a second kit, and it had the same problem but they went ahead and used it to complete the case. There were no patient effects. The products were discarded.